Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 with a blood glucose of 67 mg/dl. The customer was treated with d15 and d10. The customer experienced symptoms such as loss of consciousness. When the customer had passed out, he fell and cracked his insulin pump screen. Troubleshooting was not completed for the high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to verify operating currents or perform self test, unexpected restart error test, displacement test, basic occlusion test, prime test, excessive no delivery test, occlusion test or delivery accuracy test due to physical damage to lcd glass. Device received loose / flush drive support disk. Device received with cracked case at the display window corners and display window. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.